Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01214.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via right common femoral vein due to history of deep vein thrombosis and pulmonary embolism. Patient is alleging tilt and vena cava perforation. The patient further alleges ¿I live with the anxiety of having a filter that could fail at any time, but that cannot be retrieved without a serious surgery because my filter has tilted within my vena cava and perforated outside of it.¿ the patient notes uncertainty of the ¿specific limitations caused by my ivc filter.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿positive for caval perforation. A total of ten prongs have perforated ivc, series 2, image 69. Maximum distance prong perforated is 14.12 mm.¿ ¿coronal images show 8.84-degree tilt of filter left-to-right.¿ ¿sagittal images show 0.24-degree tilt anterior-to-posterior.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2015. The patient alleges to have been injured without further explanation.